Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 510mg/dl, associated with an alleged history settings issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal rate had been adjusted by the patient¿s healthcare provider. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: a review of the black box showed the last bolus delivery was a 0.05 unit normal bolus. The pump was run for 24 hours with a two unit per hour basal rate and at the end of testing the basal history correctly showed two units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within range and delivering accurately. No alarms occurred during testing. The complaint was unable to be duplicated during the investigation.